Event description:
It was reported that during a lap donor nephrectomy procedure, the staple line on one side of the blade path was fired completely. The staple line on the other side was interrupted about one-thrid of the way towards the tip of the instrument. The device stapled on the specimen side, but not the patient side. The case was converted to open to control the bleeding.